Manufacturer narrative:
The scope has not been returned to olympus for evaluation. A review of the instrument service history was performed and found that the scope was purchased on (B)(6) 2015 and was last serviced at olympus on september 19, 2017. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility on december 18, 2017. There were several reprocessing deviations noted during the ess¿ visit: the user facility was not pre-cleaning the scopes. Leak testing was not done properly. The user facility would remove the leak tester from the scopes while still submerged in water. The user facility uses non olympus cleaning brushes. In addition, the facility does not use a channel opening brush and a balloon brush as recommended in the reprocessing manual. The ess provided a wall chart and addressed the reprocessing deviations with the user facility¿s staff. To add, a field service engineer (fse) was dispatched to the user facility on december 20, 2017 to check the oer-pro and found no problems with the oer-pro machine. The cause of the reported event could not be conclusively determined; however, based on the ess findings, improper maintenance and reprocessing of the scopes could not be ruled out as contributory factors to the reported events. The reprocessing manual provides several warning and caution statements in an effort to prevent cross contamination, patient infection, and equipment damage. ¿failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each examination the endoscope must undergo thorough manual cleaning followed by high-level disinfection or sterilization. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms or organic material that could reduce the efficacy of disinfection or sterilization. Never connect or disconnect the water-resistant cap or the leakage tester¿s connector cap while immersed. Doing so could allow water to enter the endoscope and equipment damage can result.¿ if additional information becomes available, a supplemental report will be submitted.

Event description:
Olympus was informed that 23 patients¿ bronchoalveolar lavage (bal) samples tested positive for mycobacterium chelonae. A total of 19 bronchoscopes were reportedly used to examine the patients; however, the user facility did not provide specific information regarding the model/serial number of bronchoscopes used on patients. The user facility further reported that some patients have undergone multiple procedures and in one procedure some patients were examined by multiple bronchoscopes. It is unknown if the positive bal samples are due to the pre-existing condition of the patients or due to unspecified laboratory issues. The user facility reported that the bronchoscopes were pre-cleaned with a detergent. Additionally, leak test was performed during manual cleaning using an olympus leak tester. The bronchoscopes were reprocessed in an olympus automated endoscope reprocessor (aer) machine. There are no problems noted with the aer. All reprocessing staff is properly trained. The scope is hung in a ventilated cabinet. This is report 13 of 23.